Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported placement failure - the lens was locked inside the injector. The surgery was completed using a company lens of same model and diopter value. There was no patient harm. Additional information has been requested but is not available at the time of this report.